Event description:
Information received regarding the explanted device notes a "battery default" the patient underwent "extreme trauma and stress after experiencing sudden battery stoppage, bladder malfunction".